Event description:
The pt began to experience headache 5 days after implant and was hospitalized for csf drainage. In 2006, the pt began to note clear fluid drainage and was admitted to the hosp the next day. A cerebrospinal fluid catheter was inserted to l2-3 with minimal drainage. The pt was discharged. But readmitted six days later with recurrent fluid leak. A drainage catheter was inserted at l2- "collected 200 ml/24 hrs x 4 days". Wound remained dry and was healing. The pt was receiving infumorph 10 mg/ml at a dose of 3.5 mg/day. The pt was treated with bedrest, antibiotics and the following medications: duragesic patches, oxycodone, ativan and restoril. The pt recovered without sequela. Other info reported history of depression.